Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a pacemaker check. The physician found the pacemaker was unable to be interrogated after using two different programmers in the attempt. A magnet was applied to the device, and no pacing was observed. On (B)(6) 2020, the pacemaker was explanted and replaced successfully. The patient remained in stable condition throughout the event.

Manufacturer narrative:
Assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021. Correction: h6 was missing investigation findings codes 4210 - leakage/seal and 170 - manufacturing process problem identified.

Manufacturer narrative:
The reported event of premature battery depletion and failure to interrogate were confirmed in the laboratory. Visual examination revealed header delamination occurring between the header and can attachment, which allowed body fluids to enter the header attachment area. Calcified body fluid was observed inside the epoxy header. Further analysis revealed that the device was cut open to enable further testing and battery was found depleted. Hybrid circuitry was tested by connecting to an external power source result indicated high current drain. Additional tests were performed by separating the header from the case to perform a dye penetration test on the feedthrough component. Test results indicated a feedthrough breach affecting the devices hermeticity, resulting in damage to the hybrid and batter depletion, consistent with the reported events.